Event description:
It was reported that the patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) pump explanted due to the pain experienced from the connection of the tubing in the scrotum. A new ipp pump was implanted. No additional patient complications were reported.